Event description:
It was reported that the battery of this implantable device was suspected to be depleting prematurely during a routine follow up. The estimated longevity decreased not as expected, from 60% to elective replacement indicator (eri), within a seven month period. The device emitted beeping tones associated to the eri. This device was replaced and is expected to be returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
The device has not been received for analysis. If there is any further relevant information, a supplemental report will be filed.